Manufacturer narrative:
A supplemental MDR is being submitted due to receipt of additional information. Updated b4, b5, g3, g6, h2 and h11. Corrected h6 device code. Investigation is ongoing.

Event description:
As per follow-up with the fcs, the valve was able to be fully deployed. Valve alignment was achieved in a straight section without difficulty. A pinhole leak was observed at the distal end of the balloon which was due to the existing stent. The puncture was noticed after the valve was deployed. There was no post dilation. No actions were taken during the event, and no instruments were used to remove the balloon cover. An additional 3cc of volume was added after inflating the valve to its nominal volume. A small amount of blood was seen in the syringe, but no leakage was noted in the delivery system. There were no issues with device withdrawal, and no damage was found on other edwards devices. The procedure concluded without complications or patient injury, and the patient left the room in stable condition.

Event description:
As reported by a field clinical specialist, a patient underwent an off-label tpvr procedure with a 26mm sapien 3 ultra resilia valve inside a pre-existing non-edwards surgical valve in the pulmonic position via the jugular approach. During the procedure, the commander ds balloon was punctured while implanting the valve inside the bare metal stent. Nominal volume was reached and the balloon ruptured while delivering the +3 additional volume. The valve was successfully implanted.

Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections b4, g3, g6, h2, h6 type of investigation, investigation findings, investigation conclusions, and h11 have been updated. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode(s) is not required at this time. The complaint for balloon leak was unable to be confirmed as no procedural imagery or device was returned for evaluation. As the device was not returned, engineering was unable to perform any visual examination, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. However, a review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. As reported, "during procedure, balloon leakage was punctured while implanting the valve inside the bare metal stent. Nominal volume was reached and the balloon ruptured while delivering the + 3 additional volume. A pinhole leak was observed at the distal end of the balloon which was due to an existing stent." During manufacturing, balloons are 100% visually inspected at several different steps and devices are 100% leak tested. Therefore, it is unlikely that the delivery system left the manufacturing site with balloon damage. Additionally, there was no note of abnormalities or leakage on the delivery system during device preparation and de-airing, suggesting that there was no issue with the device when removed from packaging. Although no difficulties were reported with valve alignment, aligning the valve at an angle could increase the surface contact between the valve struts and the balloon due to non-coaxial positioning. This can cause pinhole damage to the balloon, potentially leading to a balloon leakage. Additionally, while the prescribed nominal inflation volume is provided in the IFU, it is possible that extra inflation volume was used (over-inflation), subjecting the balloon to pressures high enough to cause the reported pinhole leak. Additionally, the commander delivery system with the sapien 3 ultra resilia is not indicated for use in valve-in-valve in pulmonic position procedures. It is possible that a combination of procedural factors and the use in a non-indicated position may have contributed to the reported event. As such, available information suggests that procedural factors (valve strut interacts with balloon, over-inflation) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.